Manufacturer narrative:
(B)(4). Device manufacture date is currently unavailable. Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) on the service order that the attachment device was becoming hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of event was documented as unknown in the initial report. It has been updated as (B)(6) 2016. The device manufacture date was documented as unknown in the initial report. It has been updated to september 30, 2015. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had worn components - bearings. It was also noted that the bearings in the housing became hot and had vibration during test. It was further determined that the device failed vibration and temperature assessment at pretest. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.